Event description:
While patient was undergoing hernia repair, anesthesia machine failed. Patient was ventilated manually for a few breaths and then allowed to breath spontaneously for the remainder of the case. No adverse impact on patient.

Event description:
While patient was undergoing hernia repair, anesthesia machine failed. Patient was ventilated manually for a few breaths and then allowed to breath spontaneously for the remainder of the case. No adverse impact on patient.